Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for fungal peritonitis. However, there is no allegation or any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the information available, the patient¿s peritonitis can be reasonably associated with prior antibiotic therapy for a previous peritonitis infection in early (B)(6) 2020. Fungal peritonitis is a well-known potential complication in pd patients that is most often associated with previous antibiotic therapy, particularly for bacterial peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient has peritonitis. The pdrn reported that the patient is in the hospital. Upon follow up, the pdrn stated the patient was hospitalized with fungal peritonitis. The pdrn stated that the pd culture and hospital details were not available. The pdrn stated while hospitalized the pd catheter (not a fresenius product) was removed as that is standard treatment of fungal peritonitis. The pdrn stated that the patient has switched to hemodialysis for renal replacement needs and the patient was discharged from the hospital on (B)(6) 2020. The pdrn stated that the fungal peritonitis was associated with antibiotic therapy from a prior peritonitis event. The pdrn reported the fungal peritonitis was not related in any way to fresenius device, product or drug.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.